Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is no problem detected, which indicates that either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye of the subject device was blurred. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye of the subject device was blurred. The event occurred during reprocessing. There were no reports of patient involvement.